Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient with an implantable pump containing morphine (unknown) for non-malignant pain. It was reported that the patient had their pump filled up on wednesday because it had been going off 3 days and figured out it was his pump and they filled it up and was ok and saw yesterday and when he got home on thursday the pump started to beep again. Patient stated he called his healthcare provider and he advised to call manufacturer. Patient said the alarm had been going off since thursday or friday and goes off about every hour. Agent asked patient if they had a controller to check the alarm status and patient said they did not have a controller. Agent directed to healthcare provider to check why the pump was alarming.